Event description:
Customer reported an abo discrepancy with the fwdabo assay on galileo. The results on galileo were o positive, but the patient was a positive.

Manufacturer narrative:
Review of the instrument images were consistent with the results reported by the galileo. According to the galileo operator manual, forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur. For this reason, abo-rh results should always be compared to the patient or donor's history.